Event description:
The lay user/reporter contacted lifescan on 10/9/05 and alleged that the lay user/patient's one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). The medical affairs specialist attempted to contact the patient/reporter, but there is no phone number provided and there are no other listings for the patient. A letter will be sent to the address provided. It was reported that the lay user/patient was taken to the hospital because she did not understand her reading in mmol/l. The reporter did not know if any treatment was given. A result of 8.0 mmol/l (144 mg/dl) is documented, but is not known when the test was performed. The reporter does not know how the meter was set in the mmol/l unit of measure. There is no further information provided. There is insufficient information provided regarding how long the meter was in the wrong unit of measurement, if the patient had misinterpreted the results, any symptoms she had experienced at the time of concern, blood glucose results on the meter prior to going to the hospital, the hospital meter result, and the treatment provided. It would be helpful to know the missing information. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.